Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and an elevated blood glucose (bg) level (value not provided); cause was unknown. Subsequently, the customer was hospitalized. Tandem technical support attempted to follow up with the customer, however no additional information was available regarding the issue.